Event description:
An impella cp device was inserted via the right femoral artery in a 76 year-old female patient undergoing protected percutaneous coronary intervention. Following initiation of support, the impella cp device initially achieved flows of approximately 2.6 to 2.7 liters per minute. After device repositioning, pump flows decreased to approximately 1.4 liters per minute and suction alarms were observed while operating in auto mode. Multiple additional repositioning attempts were performed; however, the low flow condition and suction alarms persisted. A significant decrease in purge flow was also reported. Blood volume was administered as a troubleshooting measure, but the low flow condition did not resolve. The activated clotting time at the time of insertion was 220 seconds, and the sheath side port was flushed prior to device insertion. Due to the inability to restore adequate pump flow, the physician elected to continue support for completion of the protected percutaneous coronary intervention. The patient remained hemodynamically stable throughout the procedure. Biomaterial was observed in the outflow following device explant. At the conclusion of the procedure, the impella cp device was successfully weaned and explanted due to the persistent low flow condition. The patient survived to explant with no additional adverse events reported.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.